Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, biomechanical overload, bruxism, mobility. Patient is smoker. Implants were osseointegrate after 3 months. Immediate loading, support implant 12 and 22. Loss of implant 22 and fracture of retentive anchor 12. The patient did not come for a check-up until weeks after the loss of the implant. Exact time of incidents (approx. 9 and 14 months after loading) unknown. Same patient as (B)(6).